Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure in certain cubies of drawer, displaying the message 'duplicate address' the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a hardware failure in certain cubies of drawer, displaying the message 'duplicate address'. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer's cubies were failed, and error message had appeared. A field service engineer (fse) worked with the customer remotely and advised replacing cubie pockets that had memory errors. The customer replaced the affected pockets, which functioned correctly afterward. The station was tested in the medical application and confirmed to be working as expected. The system functioned as intended after the field service engineer repaired the device.